Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was attached to the generator and shows the error code 5 screen. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. Damage to the pin coating could result in an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. The device blade and hand activations buttons were tested and no anomalies were noted with their functionality. No conclusion could be reached as to what caused the damaged to the insulation of the pin. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad not in accordance with the IFU can also result in removal of the pad during use.

Event description:
It was reported that the white tissue pad fell off. The fallen piece didn't fall into the patient's body. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.